Event description:
Customer reported the system is displaying a charger failed error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and charger voltage at 236.3vdc. Replaced battery pack and adjusted charger voltage to 225.2vdc. System tested and found to be operating as intended.